Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No drive/motor anomaly noted. The motor was tested outside of the device and passed. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that insulin pump had under delivery. The blood glucose of the customer was 423 mg/dl at the time of the incident. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose. The customer reports the insulin pump was not alarming pump shows that insulin is being delivered but its not reservoir is still full. The device will be returned for the analysis.